Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Without the sample to review, determining a definite root cause and corrective action for the reported issue is not possible.

Event description:
Reporter indicated on (B)(6) PICC line placed in 4-day old infant (c-section at 36 weeks) with gastroschisis. Location: left, 4 attempts, saphenous, catheter type: 1.9 fr, 1 lumen catheter, lot#: 11554882, PICC, location confirmed via blood return, external catheter length 4 cm, trimmed catheter length 22 cm, dressing applied: catheter secured via suture-free securement device. Tpn, lipids, ampicillin and ceftazidime were infusing. Rn noted line leaking at connection point. PICC line confirmed that the hub was cracked and leaking. Provider notified, lines removed and a new line placed in left lower extremity without issue. Infant monitored, no injury noted.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.